Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this rv lead was explanted and replaced during a scheduled pocket revision for another leads dislodgement. It was noticed that this rv lead had a break in the insulation. No adverse patient events were reported.

Manufacturer narrative:
On 9/29/17 - we received a device evaluation. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed abrasion marks along the lead body. Further inspection revealed a damaged insulation approx. 9.5 cm distal to the is-1 connector pin as mentioned in the complaint description. In that section, the lead body was found squeezed and deformed. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. In addition, cuts in the insulation were observed which occurred most likely during the extraction procedure. During the mechanical analysis a stylet intended for use with the lead was inserted but could be advanced only 9.5 cm towards the tip of the lead due to the deformed inner coil. Thus the functional test of the helix fixation mechanism was not properly feasible. The values of the parameters measured during the electrical analysis of the lead proved to be within the technical specifications. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.